Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap is detached; the glass cap was not returned; the fiber is fractured proximal to glue zone; the heat shrink tube is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that the "fiber tip broke as soon as the case started @ 4,600 joules of use". The cap detached inside the patient and was removed. The procedure was completed with another fiber. Patient outcome: "no injury to patient reported."